Manufacturer narrative:
Findings: unit received no button response due to corroded keypad traces.no button error alarm.pump received with scratched lcd window.unit received cracked case display window corner.pump received with cracked reservoir tube lip. (B)(4).

Event description:
It is reported that a customer's father called because his son received a button error alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back-up plan. No further information was provided.